Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient developed increased pain, swelling and redness to right thigh post-op. Pt returned to operating room for necrotizing fasciitis of the right thigh musculature and fascial planes anteriorly and remove of hardware.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.